Manufacturer narrative:
(B)(4). Additional information received: currently we do not have a lot of information to share. The leak was discovered post-op after completion of the procedure and the patient was not in surgery. No device was kept. Coordinator in surgery did not have documentation because issue was not discovered while in surgery. The leak was in the midline of the staple. The patient was brought back, and the anastomosis was sutured. No further information at this time. If new information is received, we will share that with you.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What are the lot and batch number for the tlc75? Please provide the surgery dates. Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient?.

Event description:
It was reported that post op to a colon procedure the patient presented with a mid-staple line leak in the ileocolic area. The leak was repaired, and the patient is doing fine.